Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported a discrepancy in reading between sensor glucose and blood glucose values. The customer also received a change sensor alert. The customer reported blood glucose value of 85 mg/dl. The hypoglycemia was treated with glucose/carb intake. The event involved products mmt-332a, mmt-7040ma, mmt-1884, mmt-243a. Troubleshooting was performed for sensor glucose vs blood glucose and found that the insulin delivery was not suspended due to the sensor glucose vs blood glucose difference. The sensor glucose value was 62 mg/dl and blood glucose value was 85 mg/dl and the difference was greater than 30%. Troubleshooting was performed for sensor alerts and sensor securely taped to skin and is still in place and customer was advised to try another sensor. Troubleshooting was declined for hypoglycemia. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040ma. No product return is required for mmt-1884. No product return is required for mmt-243a.